Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient, product ID 37083-40, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37752, serial # (B)(4), product type recharger; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
It was reported that there were telemetry issues. The patient was in overdischarge. The patient claimed the last time she recharged was in april but it was unclear how long she had truly been in overdischarge. The patient was instructed to go home and perform physician mode recharge (pmr) sessions. The patient did 6 hours total of pmr sessions from thursday to sunday. The implantable neurostimulator (ins) was noted to charge normally but a power on reset (por) was present. The potential for erratic charging after an overdischarge was reviewed and it was noted that the ins was charged to 100% on sunday and was almost depleted at the time of this report. It was unsure if this was erratic charging or normal depletion. Follow-up determined that the por was cleared and the patient was receiving effective therapy again. It was noted that the patient runs the amplitude low very low and she claimed she did not feel it; she thought it was working and it went into overdischarge. The patient was educated on proper battery charging to avoid another incident. No further follow-up was required as all known information was provided and the issue was resolved. However, in (B)(6) 2016 the patient reported that their implantable neurostimulator (ins) was depleting fast. In (B)(6) 2015 they charged the ins to 100% and noticed that it depleted fast. In (B)(6) 2015 they charged their ins to 100% and saw a manufacturer representative and they were still told to go home and charge their ins. It was noted that the ins had to be jumpstarted some time ago. There were no patient symptoms reported. The patient was indicated for complex regional pain syndrome type I. No causes or interventions were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.